Event description:
This is the second of two reports (same product ID, same product problem, same facility, different patients). This report is in regards to the second patient. Linked to mfg report: 3004608878-2016-00238. The a3059 mayfield composite series skull clamp lost pressure at the very end of the surgical case. The (B)(6) male patient was undergoing surgery and at the very end of the case his head almost fell out of the pins. There was no patient injury or death and no revision or medical intervention was required. It was unknown if the product problem caused a delay in surgery or led to an increase in surgery time.